Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10:  continuation of d10: product ID a820 lot#  serial#  implanted:  explanted:  product type software software version 2.0.1700 section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: unknown, UDI#: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient, who was receiving an unknown drug via an implantable pump for spinal pain indications for use, regarding an external device. It was reported that the screen would be frozen before and after taking a bolus. The patient added that the screen would get stuck at 90% and there will be a message telling them that the app was not responding and they to either wait or close the application. Agent reviewed data and agent assisted patient deleting data. After that, the patient was able to connect to pump without lag. Patient would call back if further assistance was needed.